Event description:
Patient reported "deflation" of a silicone device. This record is for the unknown side. Device has been explanted.

Manufacturer narrative:
Clarification d.6a: implant date for this device is unknown, original date provided does not match manufacturing. Clarification d.6b: explant date for this device is unknown, original date provided does not match manufacturing. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification. As per the investigation procedure particles, non-penetrating nick and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". This record is for the unknown side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "deflation". This record is for the unknown side. Device has been explanted.